Manufacturer narrative:
Procode: krd/hcg. UDI: lot number unknown; (B)(4). As reported by a healthcare professional, during a peripheral vessel coiling procedure, following 3 successful helipaq 18 deployments, the fourth helipaq 18 coil (hel18093020/lot unk) was manipulated within the prior coil ¿nest¿ and appeared to entangle with the previously implanted coils, stretched, and broke off within the microcatheter while pulling back on the delivery wire. The remainder of the coil was not removed from the patient and no additional intervention was required. There was no patient injury and the procedure was delayed 20 minutes. The device was not available for return. The device was not available to be returned for analysis. In addition, the lot number was not provided; therefore, a DHR review could not be performed. The coil entanglement, stretching and separation could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors appear to have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during a peripheral coiling procedure, following 3 successful helipaq 18 deployments, the fourth helipaq 18 coil (hel18093020/lot unk) was manipulated within the prior coil ¿nest¿ and appeared to entangle with the previously implanted coils, stretched, and broke off within the microcatheter while pulling back on the delivery wire. The remainder of the coil was not removed from the patient and no additional intervention was required. There was no patient injury and the procedure was delayed 20 minutes. The device was not available for return.